Manufacturer narrative:
D10. Concomitants: 300-01-13 humeral stem, 320-38-00 reverse humeral liner, 320-10-00 reverse humeral tray, 320-01-38 reverse glenosphere, 320-15-01 reverse glenosphere baseplate.

Event description:
It was reported via clinical study that the 72 yo male patient experienced a type-2 scapular spine fracture. The date of event onset is on (B)(6) 2019. The patient underwent an orif surgical procedure of the scapular on (B)(6) 2019. Removal of implant on (B)(6) 2020. The patient¿s outcome was last known as resolved on (B)(6) 2020.